Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event while using the ilet system; the user¿s phone did not display low alerts from the ilet mobile app, while a follower using a connected app received low notifications, and education was provided that ilet issues low alerts on the ilet device while follower notifications are available through the circle app. Symptoms included hypoglycemia with a nadir of 53 mg/dl and no loss of consciousness, dizziness, need for assistance, or medical intervention. Outcomes included restoration of blood glucose to target after self-treatment with oral glucose tablets and no hospitalization. Investigation included case review and user education on alert pathways and follower app setup. Investigation of this case revealed that device low alerts functioned as designed on the ilet, follower alerts were available through the third-party app, and the cause of hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.